Manufacturer narrative:
Pump received with blank display due to corroded battery tube compartment noted. Unable to perform displacement test, self test, off no power test, stop current test and run current test or verify battery power loss due to blank display. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery out limit alarm. The customer was able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.